Manufacturer narrative:
Date of event was approximated to be (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureters during uteroscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, the wire got cut and part of the wire was detached inside the patient. The detached part of the wire was successfully retrieved before the procedure was ended. The procedure was completed with the same original sensor guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to be (B)(6). 2018 as no event date was reported. (Device codes): problem code 1069 captures the reportable event of core wire break. Visual examination of the returned guidewire revealed that the coil wire was broken at 15.2 cm from the distal end, the broken section has evidence of burning marks. The complaint is consistent with the returned guidewire since the metal core wire was broken. It is most likely that during procedure the device could have been manipulated, since the failure found are well known and could have been generated by interaction with other devices that might have impacted the integrity of the device and cause the failure found. Therefore, the most probable cause of this complaint is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the ureters during uteroscopy procedure. The procedure date is unknown. According to the complainant, during the procedure, the wire got cut and part of the wire was detached inside the patient. The detached part of the wire was successfully retrieved before the procedure was ended. The procedure was completed with the same original sensor guidewire. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.